Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 99% stenosed lesion was located in the moderately calcified and severely tortuous mid left anterior descending artery. A 8mm x 1.20mm emerge balloon catheter was advanced to predilate the target lesion. Upon first inflation at 15 atmospheres, the balloon ruptured. The balloon was removed intact. The procedure was completed with different device. No complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context as device performance was limited due to anatomical/procedural factors. (B)(4).